Event description:
It was reported that approximately one year post port placement, the port catheter was allegedly found broken into two segments, which was demonstrated by contrast imaging. It was further reported that the distal catheter segment was removed via groin and the port body with the proximal catheter segment was removed the next day. The patient status is unknown post removal.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. The DHR review is not available because the corporate lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate investigation summary: one MRI powerport isp port, one cath-lock, and two groshong catheter fragments were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A medical image review was performed by dr. Gustav blomquist. The investigation is confirmed for complete subcutaneous break of the catheter and catheter embolism as a complete catheter break was observed. The break surfaces were both observed to be rough and granular, the cross sections of both surfaces had an elliptical shape, the break profiles had a slight incline and some wear can be observed on the catheter depth markers near the break. The medical image review confirmed catheter embolization. The definitive root cause could not be determined based upon available information. Per the complaint comments, it was reported that securing the catheter with a suture near the puncture sight may have caused the catheter fracture. Other factors that may have contributed to the reported event are physiological, chemical, placement, patient and mechanical stress conditions. Although some of the observations are consistent with signs of pinch-off, it is unlikely that the break was caused by pinch-off, as it was reported that the port system was placed via the right internal jugular vein. It is unknown if procedural issues contributed to the reported event.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post port placement, the port catheter was allegedly found broken into two segments, which was demonstrated by contrast imaging. It was further reported that the distal catheter segment was removed via groin and the port body with the proximal catheter segment was removed the next day. There was no reported patient injury.